Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery cap couldn't be tightened and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/03/2016 with the following findings: a review of the pump¿s black box showed multiple pump reboots. During investigation, the pump intermittently rebooted using the returned battery cap. The battery cap was observed to be damaged with stripped/torn threads and was unable to attach to the pump. The battery compartment was cracked. The battery contact height and width measured within specifications. The test cap attached to the pump, was able to maintain power during investigation, however, was not able to fully tighten to pump. During testing, the pump was exercised with for 24 hours with no reboots, loss of power or call service alarms occurring. The pump case was removed and there was no evidence of loose components, however, there was evidence of moisture found internally on battery canister and on the support bracket. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.